Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient is experiencing poor vision and maculopathy. The patient continues to experience hypotony.

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported approximately seven weeks following implant of a micro-stent, a patient experienced hypotony. The surgeon increased steroid therapy and will add a cycloplegic. Additional time will be given for the pressure to come up naturally. Additional information was requested.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of hypotony and poor vision; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative hypotony and worsening in visual field loss are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).